Event description:
It was reported that the patient's aid found the modular cable had disconnected on (B)(6) 2025, and it was reconnected. It is unknown how the disconnection occurred. The connection was found to be secure, and all parts of the modular cable and connections appeared intact. A self-test was performed and passed, and the modular cable would not be exchanged. Log files were submitted for review, but the system controller's event log had been overwritten with new events, and did not show any data from (B)(6) 2025. No unusual events were found, and the ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended.

Manufacturer narrative:
Section d4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the modular cable being disconnected could not be confirmed. No product was returned for further testing. The patient's aid found the modular cable was disconnected. The modular cable was inspected; all parts and connections appear to be intact, and the modular cable was reconnected to the system without any issues. Log files submitted were unremarkable, no irregular alarms were active throughout the files and all peripheral equipment appeared to be operating as intended. The reported event date 23mar2025 could not be reviewed as the log files submitted only contained data from (B)(6) 2025. The modular cable remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported event could not be determined off the information provided. No serial or lot number was provided by the customer to perform a device history record review. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user how to maintain a good connection. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline disconnect alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. These sections also warn to "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.